Event description:
It was reported that the reservoir of a small volume folfusor ruptured. This occurred during filling with 30 ml of fluorouracil and 67 ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This batch was manufactured from january 21, 2013 - january 23, 2013. The device was received for evaluation. Visual inspection of the sample noted a ruptured bladder in a non-footing position. A microscopic inspection revealed markings on the exterior surface of the bladder near the rupture line. The reported condition was confirmed. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.